Event description:
The customer reported that the freedom driver exhibited a continuous fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncarida for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited a continuous fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. The driver in "as received" condition passed all required functional testing requirements, which included normotensive and hypertensive settings, with no anomalies or alarms. In addition, the driver was tested for an additional 50 hours at normotensive settings and performed as intended with no issues. The electronic data revealed "secondary motor voltage too high" and "left drive pressure too low for long enough to be permanent time-out" fault codes. Neither of these faults occurred at the time of the customer experience. Only permanent fault alarms are recorded in the driver's alarm history. Intermittent, recoverable and battery alarms are not recorded in the electronic data. Therefore, the customer experience was not confirmed or reproduced, and the root cause of the reported fault alarm could not be determined. The driver performed as intended, and there was no evidence of a device malfunction during investigation testing. Despite the customer-reported fault alarm, risk to the patient was low because the driver continued to perform its life-sustaining functions. The driver was serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.